Event description:
Pt underwent esophageal dilatation with dilators #36, #38, & #42 over a guide under fluroscopy. The pt returned to the hosp five hrs after discharge with complaints of severe upper abdominal pain and was diagnosed with an esophageal tear. The pt was transferred to another facility for further treatment. No apparent equipment dysfunction.